Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 allegedly due to pain and elevated metal ions. It was reported that during the revision a cyst was discovered as well as necrosis around the cup.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02445 / 02446).